Event description:
The customer reported the panorama central station kept rebooting, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the system hard drive. The system was tested to factory's specs. It functioned normally and was returned to use.